Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The lesion being treated was located in the diagonal (dx). The physician experienced balloon withdrawal resistance with a 2.25mm taxus express2 atom drug eluting stent, length unknown. There were no patient complications, but it did take several minutes to remove the balloon from the stent. Patient's status reported as "ok". Additional information was requested, but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.